Event description:
It was reported that stent damage occurred. The 95% stenosed, 16mmx3mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon removal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16mmx3mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon removal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.